Manufacturer narrative:
Manufactures investigation conclusion: the reported event of power cable disconnect and no external power alarms was confirmed via the log files review. The log files spanned approximately 3 days ((B)(6)2021 per the timestamp). Atypical power cable disconnect alarms intermittently activated throughout the log file due to a power cable fault on the power cables not associated with a power source exchange. This coincided with a no external power alarm that activated on (B)(6) 2021 at 21:30 and (B)(6) 2021 at 11:39 due to fluctuating rsoc voltage. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm2 system controller, serial (B)(6), was functionally tested without any issue. The controller was connected to a mock circulatory loop for an extended period of time without reproducing any alarms. The controller functioned as intended during the analysis. A root cause of the reported event was not determined through this analysis. A review of the device history records revealed the device met applicable specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect and no external power. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 13jun2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced two no external power alarms while attached to batteries (with appropriate charge), one of which happened while in clinic. The patient was given a new controller and clips. Log file submitted captured long odd strings of power cable disconnects throughout the log and also a couple of low voltage hazard events on (B)(6) 2021 at 2130 and 1139. The low voltage hazard events appeared to be due to double power cable disconnects that were due to either a battery clip issue or possibly an issue with one of the power leads on the controller. Since both were exchanged that action resolved these events. No additional information provided.